Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the plastic piece broke during surgery. One piece of the device broke off. Surgical delay was unknown. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the offset taper adapter trial has broken from the adapter surface. The broken piece was returned for examination. Therefore, the reported condition can be confirmed. A functional test was unable to be performed due to post manufacturing damage. A dimensional test was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process of the offset taper adapter trial. Inhance¿ shoulder system anatomic surgical technique (103832905 rev b) page 15 and 18, emphasizes the correct assembly and disassembly process. The overall complaint was confirmed as the observed condition of the offset taper adapter trial would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the plastic piece broke during surgery. One piece of the device broke off. Surgical delay was unknown.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.